Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings in place. The anchor is fractured just below the proximal end of the suture window. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis the root cause has been associated with a component failure. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the twinfix anchor broke. The pieces were removed with tweezers. A part of the device was not removed from the patient's body and was discovered by the x-ray review, it was located in the muscle tissue. The procedure was completed using a back-up device. The back up device was used in the original drilled hole. There was no void left. There was a delay less than 30 minutes and no further complications were reported. The patient was good.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5, h1 and h6: event description, type of reportable event and codes updated.

Event description:
It was reported that during an arthroscopy, the twinfix anchor broke. All the pieces were removed with tweezers. The procedure was completed using a back-up device. The back up device was used in the original drilled hole. There was no void left. There was a delay less than 30 minutes and no further complications were reported. The patient was good.

Manufacturer narrative:
Internal complaint reference case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.